Event description:
Boston scientific received information that this left ventricular (lv) lead displayed increased threshold measurements. An x-ray was performed, which revealed this lv lead dislodged. It was also noted this patient had exit block. The decision was made to explant and replace this lv lead. All measurements were normal and within range. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.